Manufacturer narrative:
The customer's address is (B)(6) has been used as a default. The initial reporter also notified the FDA on (B)(6) 2020. Medwatch report (B)(4). Report source other: medwatch report. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb leaked. The following information was provided by the initial reporter: material no: 309581, batch no: 8330730. It was reported that during the delivery of injection there was leakage on the side near the tip. Verbatim: I was giving myself a b12 shot like I do every month. I didn't notice anything wrong with the syringe until I started to inject it and started leaking out of the side near the tip. The plunger did not deliver the full dose. Don't know how much I got but it wasn't my required dosage.